Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent a revision after experiencing grinding/squeaking and dislocation with suspected inlay disassociation. Patient was noted to be pain and symptom free. X-ray showed decentralized femoral head. Revision operative note indicated synovitis, trochanteric bursitis, and metallosis. Dislocation and disassociation were confirmed. There were signs of implant impingement, but it was noted to be secondary to the grinding after the disassociation. The femoral head and acetabular liner were revised. Right side affected. Doi: (B)(6) 2015, dor: (B)(6) 2016 - revision of inlay.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The device manufacturing record (mre) has been reviewed. There were no related deviations, anomalies or non-conformances identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the device manufacturing record (mre) has been reviewed. There were no related deviations, anomalies or non-conformances identified. Device history review: the device manufacturing record (mre) has been reviewed. There were no related deviations, anomalies or non-conformances identified.